Event description:
It was reported that the patient was implanted with a shoulder arthroplasty. Subsequently, the patient was revised due dislocation. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). D10 narrative: item: 115310. Lot: j7777247. Item name: comp rvrs shldr glnsp std 36mm. The product will not be evaluated by zimmer biomet as it was requested but not returned by the hospital. Once the investigation has been completed, a follow up/final report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected/updated: b4, b5, g3, g6, h2, h3, h6, h11. Corrected: h6: component code should be ¿bearings,¿ only. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.